Event description:
Device 1 of 4. Reference MFR. Report #: 1627487-2015-05207, reference MFR. Report #: 1627487-2015-05208, reference MFR. Report #: 1627487-2015-05209.

Manufacturer narrative:
(The incorrect reports were referenced on the initial report). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report #: 1627487-2014-05207. Reference MFR. Report #: 1627487-2014-05208. Reference MFR. Report #: 1627487-2014-05209. The patient has two scs systems. It was reported, the patient had been experiencing an uncomfortable, burning sensation at one of the ipg sites while recharging. In turn, two replacement chargers (different model) were sent to the patient. The replacement devices resolved the patient's issue. Both ipg's and chargers are being reported because it is unknown which devices were liable. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r; 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number is included in field advisories and in a field correction. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.